Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(6) based on the information provided, the ¿stiffness and pain¿ experienced by the patient was likely a normal progression of the post-operative healing phase and not a failure of the s&n device. Information around the patient¿s post-operative rehabilitation prior to this mua is not available. Pre mua range was 10-35 degrees; post mua rom was reported as 0-140 degrees. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported pain and discomfort and cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that patient required a revision surgery because of pain and discomfort.